Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent was returned separated from sds. The stent was damaged the entire length with stent struts stretched, most severe stretching was in mid-section of the stent. As part of analysis, a review of the stent profile was performed. The maximum stent profile of the complaint device at the time of manufacture was within maximum crimped stent profile specification prior to shipping. The balloon cones were reviewed and no issues were noted. However, the balloon wings were relaxed and flat appearing as if positive and negative pressure was applied to the balloon. This would have initiated stent deployment. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device.   (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2017. It was reported that catheter insertion difficulties were encountered. After a 5.5fr guide catheter was placed, a 2.25 x 28 synergy¿ drug eluting stent was advanced; however, the stent could not be inserted in the guide. No patient complications were reported. However, returned device analysis revealed stent detachment/separation and stent damage.